Event description:
Caller reported an error with their continuous glucose monitor. The specific error code was cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. Following the reset, the error code did not reappear, and the caller successfully started a new sensor session.